Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 19.2 mmol/l at the time of incident. Customer stated that the numbers on the insulin pump screen were scrolling while trying to enter a bolus. Customer also mentioned that the insulin pump buttons were unresponsive even after battery had been removed and reinserted. No keypad anomaly troubleshooting was performed. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm and no numbers scrolling during testing noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked lcd window, missing end cap sticker and cracked battery tube threads.